Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted signs of use in the form of witness marks on the repeater board of the umbilicus connector, indicating it was connected to a controller for use. Elevator marks were observed on the shaft of the catheter from the distal end. No additional observations were made upon inspection of the length of the catheter and umbilicus. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no damage to the camera wire in the strain relief, breakout, or interface with the printed circuit board assembly (pcba). An image test for visualization was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions; no degradation of the image was observed. The handle was opened and the components within were visually inspected. No damage was observed. It was noted that procedural residue was present on components in the breakout region, indicating that procedural fluids had back-flowed up the optics lumen and into the handle during use. To test for this, saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce back-flow into the optics lumen. Poor-quality image was observed, with lines of blue, orange, and purple across the screen and image was lost. Saline was drained from the device and the image was recovered. The reported even was confirmed. A risk review confirmed that the event is accounted for in the risk documentation, which indicates that the image can be impacted by fluid ingress into the optics channel. A risk review confirmed that the event is accounted for in the risk documentation, which indicates that the image can be impacted by fluid ingress into the optics channel. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an extracorporeal shock wave calculus crushing procedure performed in the pancreatic duct on (B)(6) 2021. During the procedure, while crushing the pancreatic stone with an ehl probe the image of the spyscope ds ii disappeared approximately 15 minutes into the procedure. The irrigation and suction was in use before and after when image degradation occurred. The procedure was rescheduled and was completed on april 13, 2021. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an extracorporeal shock wave calculus crushing procedure performed in the pancreatic duct on b)(6) 2021. During the procedure, while crushing the pancreatic stone with an ehl probe the image of the spyscope ds ii disappeared approximately 15 minutes into the procedure. The irrigation and suction was in use before and after when image degradation occurred. The procedure was rescheduled and was completed on (B)(6) 2021. There were no patient complications reported as a result of this event.